Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that high impedance (>10,000 ohms) was observed and that the generator was programmed off. It was reported that no known blunt trauma occurred and that x-rays were taken. It was reported that x-rays showed a suspect area, but that it could be due to the contrast of the x-ray. The patient has been referred for surgery. Surgery is likely, but has not occurred to date.

Manufacturer narrative:
Device evaluated by MFR. Device evaluation is not necessary as there is sufficient evidence available that the high impedance was caused by the lead pin not being fully inserted with no alleged or suspected device malfunction.

Event description:
Information was received from the patient's physician confirming that the cause of the high impedance was incomplete lead pin insertion. During follow up, it was discovered that the patient underwent surgery to have the lead pin reinserted on (B)(6) 2014 and the impedance issue resolved. No further impedance issues have been reported since the lead pin reinsertion surgery. Additionally, the patient has reportedly responded well to vns therapy, and the system diagnostics at the most recent generator replacement surgery were within normal limits. It was confirmed that the recent generator replacement surgery was due to battery depletion, and that this recent surgery had no relation to the previously reported high impedance event. A review of the manufacturing records was performed and verified that the generator and lead had passed all quality inspections prior to release for distribution. Device evaluation is not necessary as there is sufficient evidence available that the high impedance was caused by the lead pin not being fully inserted with no alleged or suspected device malfunction. No other relevant information has been received to date.